Manufacturer narrative:
Visual inspection: during the investigation, no significant deformations or damage of the valves was determined. Permeability test: a permeability test has shown that then shuntassisiatnt is permeable. Computer controlled test: to investigate the claim of over- drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in both the horizontal as well as the vertical positions. The results show that the valve is operating within the accepted tolerance in both positions. Internal inspection: after dismantling of the valve, deposits were found in shuntassistant. Results: based on our investigation results, we can determine visible deposits in the shuntassistant. These deposits did not affect the technical properties at the time of the investigation. The malfunction mentioned is due to the product supplied made of rm 5437.the investigation of the return is completed with the creation of this report. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that an shuntassistant (# fx414t) was implanted during a procedure performed on (B)(6) 2020 (according to the questionnaire). According to the complainant, the shunt system caused an overdrainage. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained device was returned to the manufacturer for evaluation. Same event/ patient as # 3004721439-2025-00032.